Event description:
In response to (B)(6). Skytron received the MDR on 12/17 and sent our technician to examine the table on 12/18. The facility said the table was not available to be examined. He went back on 12/21 and was able to examine the table along with biotech technician (B)(6). We found no evidence of major blood pooling on the 21st but there was evidence of previous occurrences. Mr. (B)(6) told the skytron technician that the facility draped the table incorrectly for previous cases and that is what caused the blood to pool in the kidney lift gear box. The table was found to have a "clotted mass of what appeared to be green mold on it." Skytron has directed the local sales representative to retrain the facility on proper cleaning methods.